Manufacturer narrative:
This report is submitted on july 28, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced fluctuating impedances with device use and subsequently received steroid treatment (date not reported). The patient continues to be clinically managed by their healthcare provider.